Manufacturer narrative:
Manufacturer's analysis indicated that the external pulse generator (epg) had a broken output connector assembly, pinched display wires, and a broken case. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for testing and calibration and subsequently tested out of specification during manu facturer's analysis. There was no patient involvement.